Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that there was sensing difficulty, oversensing, a large variation in impedance, and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.